Manufacturer narrative:
(B)(4).

Event description:
The physician intended to implant a resolute integrity stent. The device was removed from packaging as per IFU with no issues noted. It was reported that the stent came off the delivery system when the physician was attempting to remove the whole circuit. When the guide catheter was pulled out, the stent was not present. The physician believed that the dislodged stent was somewhere in the descending aorta however the stent was not located under fluoroscopy. No patient injury reported.

Manufacturer narrative:
Evaluation summary: there were crimp impressions visible along the working length of the balloon. The distal shaft was pinched and flattened 15.5cm proximal to the balloon bond.